Event description:
An endurant bifurcated stent graft was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm. Vessel morphology described as angulated, tortuous and calcified iliacs. Tortuous, narrow and calcified distal aorta. Angulated and calcified neck with little revere funnel. After deployment of the stent graft, the bifurcated delivery system got caught on the iliac when being removed from the patient. The physician had to use manual manipulation to get delivery system out through calcified plaque right at the edge of the distal aorta. The graft was noted to be 5-7 mm below the renals. The physician did not know if the graft actually moved from its original position and thinks it may have been deployed low to begin with. It is possible it moved 1-2 mm when trying to remove the delivery system. At the end of case there was a type 1a endoleak for which a proximal 32 mm endurant cuff was deployed. The endoleak resolved, but there was some question at to whether there may have been very light blush - may be a type ii vs. Type I endoleak. The physician plans to look at the CT in 30 days and decide if there is a leak and what to do. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (endoleak), (B)(4) patient's condition affected effectiveness of device (small, angulated and calcified iliac and distal aorta) evaluation, conclusion: (B)(4) device failure/lack of effectiveness related to patient condition (small, angulated and calcified iliac and distal aorta) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation.